Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the root cause of the reported event could not be determined. The following is included in the instructions for use which can prevent the event: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii video system center was presenting an e315 error code when connected to a 190 series scope. According to the initial reporter, this was discovered during procedure preparation. The type of procedure is unknown, but the reporter did confirm that it was completed by using another room. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their problem. As noted in describe event or problem, the unit was presenting an e315 scope error when used with a 190 series scope. Reportedly, the same scope functions properly when used with another cv-190 unit. Tac informed the customer that this could be an issue with the cv-190 unit itself or the connecting cable. Customer is planning to return the unit for evaluation and possible repair. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.